Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2022, a patient (pt) reported os tearing, pain and redness while wearing an acuvue oasys® brand contact lenses for astigmatism lens in (B)(6) 2019. The pt went to an eye care professional (ecp) (date of the visit was not provided) and was diagnosed with an os corneal ulcer (cu). The pt was prescribed an unknown antibiotic drop and lubricating eye drops q6h for one week. The pt had a follow-up appointment with the ecp after 1 week and the ecp advised the pt that the cu had healed. The pt continued both eye drops q8h for another week. The pt presented to the ecp for a second follow-up visit and medications were discontinued. The pt was advised the cu was completely healed but has a small scar on the cornea. The ecp recommended cl rest (unknown time) before returning to cl wear. The pt voluntarily did not wear cls for 2 years. The pt reported the ecp was not certain what caused the cu; ¿it could have been the cl but more than likely it was caused by the ¿bacteria¿ in the reusable eyelashes the pt was wearing at the time.¿ the pt noted no defect with the suspect cl on removal. The pt reported a cl replacement schedule of 20-30 days and uses opti-free to clean cls. The pt does not wear cls every day. On 10mar2022, a call was placed to the pt¿s treating hospital. A hospital employee stated the pt was only seen for a routine exam on (B)(6) 2021 and there are no notes of a corneal ulcer, or any medications prescribed by the ecp. On 11mar2022, the pt provided additional information. The pt confirmed the treating hospital but could not recall the name of the treating ecp. The pt was unable to provide additional information. The os corneal ulcer event is being reported as a worst-case event as we were unable to verify the pt¿s diagnosis and treatment with the treating ecp. The suspect os cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.